Event description:
The user facility reported that water was leaking from their reliance synergy washer. The user facility stated that there was a small amount of water leaking from the washer into the floor drain. The floor drain is located in front of the unit. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the dryer piston valve to be broken. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.